Manufacturer narrative:
The pump has not been returned to animas for evaluation.

Event description:
Pt reported that the pump emitted occlusion alarms and that he experienced elevated blood glucose levels.